Event description:
I had cool sculpting on my abdomen in (B)(6) 2020. I had the side effect of paradoxical adipose hyperplasia (pah) I had extreme pain and my belly grew to the point I looked 9 months pregnant. On (B)(6) 2021 I had approximately 7 lbs of scar tissue removed using laser liposuction. The surgery was extremely painful and the recovery took 12 weeks. I lost almost 2 years of my active life because of this horrific procedure. The machine should be taken off the market. FDA safety report ID# (B)(4).